Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 340 mg/dl. The customer¿s current blood glucose was 300 mg/dl. The customer treated high blood glucose with manual injections. Customer was alleging possible insulin pump under delivery. The customer also reported lot of air bubbles at the top of reservoir. Troubleshoot was done for insulin flow blocked alarm. Customer stated the insulin did exit. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.

Manufacturer narrative:
Unable to perform the displacement test and the p-cap and reservoir will not lock properly due to missing retainer. Device received with missing reservoir tube o - ring, scratched case, missing serial number label, cracked keypad overlay at select button and minor scratched lcd window. Unable to performed prime and seating test or occlusion test due to missing retainer. Unable to performed basic occlusion and force sensor test due to missing retainer.